Event description:
The customer stated that the insulin pump was exposed to an MRI. The customer also stated she was hospitalized for high blood glucose levels a few months back. The displacement test was performed and the insulin pump passed the test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.